Manufacturer narrative:
(B)(4).

Event description:
Procedure: low anterior resection: according to the reporter - a piece of the seal broke off and fell in the patient when the obturator was introduced in the trocar. The plastic piece was recovered by the surgeon. Another device was used and same thing happened. No other info related to patient available. No patient injury or ill-effects. No medical intervention required. No unanticipated tissue loss, tissue damage or bleeding. No reinforcement material used. No extension to surgical time required.